Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was able to replicate an issue related to the reported events. The laser interface extender printed circuit board (pcb) was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on march 4, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser interface extender printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was switching off and the laser probes are not recognized. There was no harm to patient. Additional information has been requested but not received.